Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite attempts to resolve the issue by following proper procedures, the alarm recurred, and the customer was unable to continue insulin therapy. The customer switched to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent.